Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. The watertightness was not maintained due to holes in the instrument channel due to external factors. The angulation was insufficient due to angle wire stretch. The channel cleaning brush could not be inserted smoothly due to the collapse of the instrument channel due to an external factor. The light guide bundle was broken due to an external factor. The adhesive part of the light guide lens was peeled off due to handling. The bending tube and insertion tube were crushed due to external factors. There was a leakage from the control section and grip unit due to handling. The control section, eyepiece, grip unit, angulation control lever, up/down plate, and venting connector were damaged by external factors. The labeling of the control section was peeled off. The adhesive on the bending section rubber was chipped. The insertion tube was cut off due to an external factor. The watertightness of the eyepiece was not maintained. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device was not returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.